Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned arsenal tap revealed the instrument fractured and separated at the 60mm depth indicator. The distal threaded tip is slightly bent and contains a minor curve from its manufactured form. Under magnification, the edges of both corresponding halves display an angulated fracture pattern indicative of excessive lateral bending.

Event description:
While tapping the pedicle, the 5.5mm tap broke. The detached section was retrieved from the patient and the surgery completed without further issue. The event caused no patient harm.